Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported four of her tampons had the applicator petals bent outward and some petals were cut and jagged. She did not use these applicators and took the tampons out of the applicator and inserted the tampons manually.